Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/29/2020. Additional information was requested and the following was obtained: were there any adverse patient consequences? No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/10/2020. Additional information: d4, d10, h4. H3 evaluation: one empty labeled winding former, one detached needle and one suture of product code w8430, lot mlq834 were received for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined under magnification for suture remnant and none was noted. Additionally, the suture end was examined and there isn¿t sufficient impression at the swage end, resulting in the needle pull off. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Per the condition of the sample received, the assignable cause of the performance damaged product is a light swage defect, this defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture. The reported complaint was verified.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/30/2020 attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle separated from the thread. There were no adverse patient consequences reported. No additional information was provided.